Event description:
An health care professional (hcp) reported that all of their 2010 pain stim system were removed on (B)(6) 2010 secondary to a pulse generator site infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.